Manufacturer narrative:
Additional information was received that the patient underwent a full system replacement due to patient needing better coverage. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient had lost weight and the patients ipg had become more mobile and irritable. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the physician did relate the ipg site pain to the patients weight loss.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient had lost weight and the patients ipg had become more mobile and irritable. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50 serial#: (B)(4). Description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient had lost weight and the patients ipg had become more mobile and irritable. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.